Event description:
It was reported that on (B)(6) 2022, the threaded tip of retention pin snapped off in a screw upon insertion. There was 2 minutes surgical delay. The procedure was completed successfully and there were no patient consequences. This complaint involves one (1) devices. This report is for one (1) retent pin scrdriver qc hex 12/sht/xl25. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation summary: it was reported that on an unknown date, threaded tip of retention pin snapped off in a screw upon insertion. There was 2 minutes surgical delay. The procedure was completed successfully. There was no patient consequences. This complaint involves one(1) devices. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from an attachment provided. Visual analysis of the photo revealed that the tip of retent pin scrdriver qc hex 12/sht/xl25, p/n: 03.045.008, broke off. The broken fragment as well as the rest of the complaint device, were not visible in the provided photographic evidence. No other problems identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for retent pin scrdriver qc hex 12/sht/xl25, p/n: 03.045.008. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part number: 03.045.008. Lot number: 76p4440. Manufacturing site: (B)(4). Release to warehouse date: 23 november 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Note: DHR information was retrieved from (B)(4) as it is the same lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part number: 03.045.008; lot number: 76p4440; manufacturing site: haegendorf; release to warehouse date: 23.11.2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the photo revealed that retent pin scrdriver qc hex 12/sht/xl25 had the proximal tip broken. The broken tip was not returned. A dimensional inspection was unable to be performed for the retent pin scrdriver qc hex 12/sht/xl25 due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the retent pin scrdriver qc hex 12/sht/xl25 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: rev g current and manufactured. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.